Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 508 mg/dl. The customer was unable to control her blood glucose levels using the insulin pump, prior to being hospitalized. The caller stated that the customer lost confidence in the insulin pump, and requested a replacement. Nothing further was reported.